Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Syringe contained some kind of plastic in syringe. The x-ray nurse noticed this before use. No reported injury.

Manufacturer narrative:
Customer reports finding a foreign object in the syringe. The customer provided the sample demonstrating the issue. Complaint database search of this lot number reveals this is the first complaint of this nature on this lot. Complaint information was forwarded to the manufacturing site where they performed a device history record (DHR) review of the affected lot and reviewed molding records for the associated subassembly, syringe, and plunger. Records demonstrated that all product was manufactured in accordance with specifications. No related issues were identified in the documentation review. The returned sample was reviewed and the presence of a loose foreign object was confirmed inside the syringe tip. The size was approximately 0.256" x 0.128" x 0.004". The object was reviewed under magnification and determined to be a portion of a plastic bag used to transport the syringe barrel from the molding operation to the syringe assembly operation. No similar complaints regarding this type of foreign material have been received for any liebel flarsheim syringe assemblies manufactured by this site. To mitigate future occurrences, corrective actions to increase the plastic bag thickness are being implemented through a corrective and preventative action (CAPA) at the manufacturing site.